Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 26-dec-2024 and forwarded to millyard advanced medical products, llc on 27-dec-2024. The medical center rph reported that the patient was currently in the hospital for an unspecified pump malfunction. It is unknown if troubleshooting was attempted, or if the patient attempted to use their backup pump. No adverse side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.